Manufacturer narrative:
(B)(4). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). Carefusion field service engineer (fse) was dispatched to evaluate the device. The fse has reported that the screen was intermittently going dark. The fse replaced the front panel and performed operation verification procedure (ovp) per the service manual. The unit is now working and within specifications. The suspect device has been shipped back to carefusion's failure analysis lab. The suspect component will undergo further investigation in which a follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the display panel was intermittently going dark. The customer did not provide patient information. At this time, it is unknown whether there is patient involvement.